Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called intuitive technical support engineer (tse) and stated that universal surgical manipulator (usm) 2 kept defaulting. The customer said this was an ongoing issue. The customer explained that usm 2 would completely stop working plus become unresponsive and that the issue occurred multiple times that day. Prior to calling in, the customer tried hard cycling the system, but the issue persisted. The tse was unable to view system logs at the time of the call. No error messages were displayed on the da vinci monitor. The tse inquired if the arm 2 leds illuminated an amber/orange or red color when the issue occurred, and the customer confirmed they did not. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed an extensive test drive and was unable to duplicate the issue. The fse called the technical support engineer (tse), who stated that swapping universal surgical manipulator (usm) 2 and 4 could be completed to verify if the issue occurred when the system was back in service. The fse swapped usm 2 and 4. The fse completed system verification and test drive. The system was ready for clinical use.